Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es main drawer was failed to stay closed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer had failed. A field service engineer (fse) had the escort attempt to recover the failed drawer, and it was successfully recovered. The fse had gone into the hardware testing application and had run the software test on the drawer with passing results. The system functioned as intended after the field service engineer repaired the device.